Event description:
The customer turned the device over to a covidien sales representative with limited information indicating that there was no pt injury, no tissue damage, no blood loss, no delay of surgery caused by the device and that no component disengaged from the device. Multiple contacts have been made to the site contact in order to obtain additional information regarding the device and incident. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). Additional questions have been asked to the site contact regarding the device and incident. If additional information pertinent to the incident is obtained a follow-up report will be submitted. A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique.